Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on or about (B)(6) 2006. It is alleged that on or about (B)(6) 2017 the "cook filter struts had moved since the filter was placed, with several struts perforating outside [the plaintiff's] inferior vena cava, with at least one strut being in contact with her vertebral body." Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 patient code(s): pain (1994) and depression (2361) were added in addition to the previously submitted patient codes. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, pain, depression. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via right common femoral vein due to post pulmonary embolism (pe). Patient is further alleging tilt, right sided pain and depression. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿there is a cone-shaped filter in the inferior vena cava. The filter has a small hook at its superior margin and four main struts. The superior margin of the filter abuts the anterior wall of the inferior vena cava. The filter is tilted about 7 degrees with its superior margin tilted towards the left. The superior margin of the filter is located below the level of the renal veins. Each of the four struts extend beyond the outer contour of the inferior vena cava but without involvement of adjacent bowel, muscle, or aorta. The anterior strut protrudes 5 mm beyond the wall of the inferior vena cava. The posterior strut protrudes about 5 mm and abuts the anterior margin of the l3-4 disk. The medial strut protrudes about 2 mm, and the lateral strut protrudes about 3 mm. The tip of the filter is 1.9 cm below the inferior most.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per xray report, "an ivc filter projects at the upper abdomen to the right of midline." "No acute abnormality is appreciated on chest x-ray. Ivc filter is present." Per computed tomography (CT) report, "filter in the inferior vena cava, in good position, below the level of the renal veins. No enlarged retroperitoneal adenopathy or significant free fluid". "Satisfactory position of an inferior vena cava filter."